Event description:
It was reported that two (2) pieces of free floating particulate matter were observed in a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. One particulate matter looked like a cardboard piece and the second looked like a blue circle; both were free floating. This issue was identified during verification. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from june 14, 2021 - june 15, 2021. H10: the device was received for evaluation. The bag was drained of solution and only droplets were observed inside the sample. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no defect could be observed of the connector or cap area. The alleged particulate matter (pm) was possibly removed from fluid path during the draining of the liquid solution. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.